Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad) and was 95% stenosed. Following multiple passes of the oad at low speed, a type d dissection occurred. Balloon angioplasty was performed and two stents were placed following atherectomy treatment. It was reported to csi that the patient was discharged (B)(6) 2019.

Manufacturer narrative:
The patient was discharged the day following the procedure and no prolonged hospitalization was required. Csi ID: (B)(4).

Event description:
The patient was discharged the day following the procedure and no prolonged hospitalization was required.